Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product related issue. It is likely that the reported balloon rupture occurred due to interaction with the lesion site. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately calcified, chronic totally occluded, left superficial femoral artery (sfa) the 6.0 x 200 mm armada balloon dilatation catheter (bdc) was inflated below or at rated burst pressure (rbp) when the balloon ruptured. The device was removed and replaced without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.